Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is before (B)(6) 2021. If explanted, give date: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2022. Phone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that postoperative refraction value test revealed misalignment of refractometer, that postoperative examination did not restore visual acuity. Preoperative 1.0 target postoperative refraction value: emmetropia. Postoperative 2w 0.6. Reference information. Postoperative refraction value +0.5, near view 30 cm 0.5, 40 cm 0.5, 70 cm 0.6, 1m 0.6 additionally, it was indicated that the implanted intraocular lens (iol) was explanted in secondary surgical procedure. Post exam evaluation was performed one (1) month after the replacement of the lens. All are naked eyes. 5m: rv = 1.0. 1m: rv = 1.0. 70 cm: rv = 1.0. 40 cm: rv = 0.8. 30 cm: rv = 0.5. The correction is up to 1.2. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 4, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received with viscoelastic residue, cut in half, and one detached haptic. The lens was cleaned and presented with scratches. No issues that could cause or contribute to the complaint event were identified. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was noticed that some information provided was inadvertently not captured in the section b5 of the initial MDR report. In review, it was also noticed that the health effect - impact code "2271" for the "sub-optimal results" and the clinical FDA code code "4582" for the "no patient involvement / no harm" were inadvertently not entered in the initial MDR report. It was also noted that the "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields have been updated accordingly: section b5: there was no lens rotation issue. The issue was sub-optimal results problem. It is unknown if the event was due to wrong calculation. The patient has trouble in daily life due to postoperative visual impairment. No other interventions reported. Section g4: combination product: no. Section h6: health effect - impact code: 2271 - therapeutic response decreased. Section h6: health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.